Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found small amount of dust buildup around the air inlet. An internal visual inspection was completed by the manufacturer. The manufacturer found corrosion on the bluetooth antenna of the pca and dust contamination in the blower assembly, on the impeller, and in the blower box assembly. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 12 instances of e-200. The manufacturer concludes the contaminates found were consistent with dust contamination in the air path, corrosion on the bluetooth antenna. The manufacturer confirmed there was no evidence of sound abatement foam degradation.